Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to obtain an ECG signal. The complainant could not confirm whether the customer was using leads or electrodes to monitor the ECG rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent biomed testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.